Event description:
Intraocular lens was removed and replaced due to an unexpected postop refraction. The replacement lens was the same model, 3 diopters lower in power. Patient's current visual acuity is good.

Manufacturer narrative:
The intraocular lens was received in a condition that made analysis impossible. Follow-up with the account indicated incorrect diopter lens was initially implanted and not a mislabeled lens. On november 13, 2006 the manufacturer's investigation into a similar event resulted in the voluntary recall of a specific serial number of intraocular lenses. The lens identified in this report was identified as one of those recall lenses. It was determined these lenses were incorrectly labeled as 11 diopter lenses and are actually 22.5 diopter. The manufacturer's investigation into this event continues.